Manufacturer narrative:
Initial reporter name and address: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was in the moderately tortuous and moderately calcified brachium. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that after several dilatations, the contrast agent was found to be eluted when another dilatation was attempted and no dilatation could be performed. Hence, a rupture in the form of a pinhole occurred at 6 atmospheres for 60 seconds. However, it was unable to confirm the location with the naked eye. It was probably near the mount part of the blade. Therefore, the device was removed and inflation was performed outside the body. The procedure was completed successfully with a different device and there were no adverse patient effects observed.

Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was in the moderately tortuous and moderately calcified brachium. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that after several dilatations, the contrast agent was found to be eluted when another dilatation was attempted and no dilatation could be performed. Hence, a rupture in the form of a pinhole occurred at 6 atmospheres for 60 seconds. However, it was unable to confirm the location with the naked eye. It was probably near the mount part of the blade. Therefore, the device was removed and inflation was performed outside the body. The procedure was completed successfully with a different device and there were no adverse patient effects observed.